Event description:
During the procedure, a cook instinct endoscopic hemoclip was used. When deploying the hemoclip, something snaps in the handle [drive wire likely disconnected from the handle] instead of the clip deploying. This has happened with more than one procedure. Information regarding an exact quantity of occurrences was not indicated on the (B)(4) report provided by the FDA. Our attempts to collect additional information regarding patient outcome were unsuccessful as contact information including the user facility was not provided with this report. While the (B)(4) report provided by the FDA did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information provided does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.